Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler, the event occurred in italy. Reportedly, disinfection procedures have been performed regularly according to the IFU. Monthly sampling results were negative from (B)(6) 2023 to (B)(6) 2025; positive sample was detected in (B)(6) 2025. Negative results were obtained from (B)(6) 2025 to (B)(6) 2025. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater cooler 3t system resulted positive for ntm chimaera in (B)(6) 2026, after device disinfection. Reportedly, the device has not been used for clinical use over the last two years and it has been kept operational in stand-by mode solely for emergencies. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Based on follow-up communications, the unit had been cleaned according to IFU and no reusable blankets have been used. Water quality monitoring has been applied and h2o2 is checked daily as per IFU. The unit is kept empty when not in use. H2o2 is added when changing water in the tanks every 7 days. A pall-aquasafe disposable filter with a 0.2 ¿m membrane or a filter with equivalent performance is used for tap water. Surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler. The surfaces are also disinfected after every operation. The 3t aerosol collection set is replaced after the permitted period of use. The device is placed outside the operation theatre during use. No deviation from IFU's of product in terms of cleaning and disinfection procedures was identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.